Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The lamp module replacement was not returned for evaluation (as per customer, not available); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the xenon lightsource turned off during an unspecified procedure on (B)(6) 2020. When it was turned on again, it illuminated darker than usual. The total usage was 600 hours. The procedure was completed with the reported product. The event led to 30 minutes surgical delay and no adverse consequences to the patient. No further information was provided by hospital.